Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of cardiomyopathy experienced an alarm with the controller, specifically a controller fault alarm attributed to a depleted internal battery. The patient performed a controller exchange at home, restarting the ventricular assist device (vad) on the backup controller, which was noted to be very old. The patient was evaluated in the clinic and returned the original controller to the vad team. Logfiles were initially unable to be downloaded due to a non-functioning vad monitor at the site, but were later obtained and reviewed, confirming the controller fault alarm was due to the depleted internal battery. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files revealed one (1) controller fault alarms logged on (B)(6) 2025 at 17:16:41 and multiple event exceptions logged since (B)(6) 2025, indicating an issue with the internal battery. As a result, the reported event was confirmed. Additionally, review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 17:08:59, likely due to the reported controller exchange. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.